Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (3000mcg/ml, 335.2mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A motor stall occurred 6 months prior to elective replacement indicator (eri) and the pump stopped delivering drug. No patient symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. No di agnostics/troubleshooting were performed. Device replacement was planned for (B)(6) 2017. The issue was considered on-going. The hcp prescribed oral baclofen due to the motor stall. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was replaced on the afternoon of (B)(6) 2017. Pump logs were not available. The pump would be returned.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Event description:
2017-10-03 mpxr 463181 (for, hcp, rep): information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (3000mcg/ml, 335.2mcg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. A motor stall occurred 6 months prior to elective replacement indicator (eri) and the pump stopped delivering drug. No patient symptoms were reported. There were no known environmental/external/patient factors that may have led or contributed to the issue. No di agnostics/troubleshooting were performed. Device replacement was planned for (B)(6)2017. The issue was considered on-going. The hcp prescribed oral baclofen due to the motor stall. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated. (B)(6)2017 e1 (for, rep): the document contained no new information. (B)(6)2017 fu1-mpxr-463181 (for, rep): additional information received from a manufacturer representative indicated the pump was now explanted. (B)(6)2017 e2 (for, hcp, rep): additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump was replaced on the afternoon of (B)(6)2017. Pump logs were not available. The pump would be returned. (B)(6)2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was now explanted.